Manufacturer narrative:
Initial and final MDR 1890708 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set tubing was leaking at site connector area which led to high bg. The infusion set was in use for 3days. Customer performed correction bolus via pump and correction injection via mdi. Caller replaced infusion set and resumed insulin successfully. No further information available.